Manufacturer narrative:
Batch review performed on 24-jul-2023. Lot 2106566: 150 items manufactured and released on 26-jul-2021. Expiration date: 2026-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year and 7 months after the primary, the patient came in reporting pain and swelling. No issues with the implants have been detected. The surgeon revised the liner (same thickness of 10mm) and the surgery was completed successfully.